Event description:
Additional information received reported that the patient recovered without sequelae from the event. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that the patient never experienced therapeutic effect from the implantable neurostimulator (ins). Additional information received reported that the patient had the ins system explanted due to "pain and discomfort". The pathology department at the hospital found no positive cultures from the explanted ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot# v440525 implanted: (B)(6) 2010 explanted: (B)(6) 2012 programmer model 3037 serial# (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), product ID: 3058, serial #: (B)(4) found no anomalies. Analysis of the lead, model 3889-28, lot #: v440525, found no significant anomalies. Analysis of the lead, model 3093, lot # unk found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.